Event description:
The 22fr 3 way foley catheter with a 30cc balloon was placed by physician during a radical prostatectomy in 2001. Catheter slipped out in early am 2 days later and it was noted that the balloon was ruptured. No irrigation was used with this catheter, catheter plug was in place.